Manufacturer narrative:
Bsa: 1.95 the customer¿s stated issue of over infusion was confirmed. The source pump module was received in fair condition. However, the instrument seal was missing. There were no obvious programming errors recorded in the device logs that show an over infusion of ifosfamide/mensa. Results from a review of the pcu event log shows that the infusion of drug ID 220 (ifosfamide/mensa) was started on (B)(6) 2019 at 7:10:37 pm. The rate was set at 41.7 ml/h and the vtbi was set to 960 ml. The infusion began and throughout the infusion had multiple ail alarms (13 in total) between on (B)(6) 2019 at 12:35:25 am until the device is channeled off 5:35:46 pm the same day. The pvi was at 317.668 ml when the infusion of ifosfamide/mensa was started at 7:10:37 pm. The volume infused was cleared again at 7:17:50 am at which time reported the total volume infused as 814.674 ml. A total calculated volume of 497.016 ml was infused up to this point. At 4:49:21 pm the vtbi is changed to 50 ml the recorded total volume infused since the system was last cleared is 390.27 ml and then at 5:26:50 pm, the vtbi was changed again to 20 ml where the total volume infused was 414.959 ml. When the source pump module was channeled off at 5:35:46 pm the total volume infused was recorded to be 420.619 ml that leaves the total calculated volume infused for ifosfamide/mensa at 917.635 ml over a total of approximately 22 hours and 25 minutes. Functional testing performed on the source pump module found the device operating out of specification. The pump module was recalibrated and then passed both asm rate accuracy and time rate accuracy. The root cause of the customer¿s complaint was suspected to be due to the replacement of the bezel outside of service after 09-2018 where the pump module was not calibrated after the part was replaced.

Event description:
The customer reported a primary intermittent infusion of chemotherapy (ifosfamide 9800mg+mesna 9800mg in 1000ml) was programmed to infuse a continuous 24 hour infusion at 41.7ml/hr over a 24 hour period in the heme/onc profile, however the infusion completed in 22.5 hours. There was no harm to the adult male patient.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics not provided.

Event description:
The customer an infusion of chemotherapy was programmed to infuse over a 24 hour period however the infusion completed in 22.5 hours. Although requested, there were no further details or information provided and no report of harm.